Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulties was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The cause of the insertion difficulty is consistent with the skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming skiving of the introducer.